Event description:
Clinic notes for the patient were received indicating that the battery is depleted and patient is having left side neck pain. The physician has referred for battery replacement and possible lead revision. No known surgery has been reported to have occurred to date. No additional relevant information has been received to date.